Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, the pt's flange fixture with abutment fell out (date not reported). The surgeon reported the pt's bone was "spongy" and placement of the fixture was changed during the initial surgery due to the bone issue. Per the surgeon, the pt will not be reimplanted due to the pt's caregivers or pt to appropriately care for the wound and the fixture.

Manufacturer narrative:
This is a final report.